Event description:
It was reported when using the paxgene® blood dna tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "black spots were found inside/onto several tubes."

Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples were visually inspected, and no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.